Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5146410.

Event description:
It was reported that the patient's atrial lead exhibited over-sensing. No further information was received.